Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. Pre-op diagnosis of patient was thoracic 12 pseudarthrosis thoracic 10/l2 fixation. It was reported that, after thoracic 12 balloon kyphoplasty, fenestrated screw was inserted sequentially starting from th10. Once the insertion was completed, fenestrated screw was first performed on l1/2. During this process, the left side was filled with l1, and the right side was filled with l2. Subsequently, the left side was filled with l2, and the right side was filled with l1. After this filling, cement leakage occurred from the anterior vertebral body of the right side of l1 and l2. Imaging findings showed contrast, presumed to be cement, following the course of the blood vessels. The leakage started from the right-side blood vessels of l1 and l2, converged, and ended near the anterior of th10. Subsequently, cement was filled into th10 and th11, rods were inserted, and wound closure was initiated. There was no allegation/malfunction associated with reported screw. There were no patient symptoms reported. No further complications reported regarding the event.

Manufacturer narrative:
G2: country of origin is japan. G4 510(k)#: please note that this product c01a-j (bone cement c01a-j hv-r japan) is not marketed in the united states; however, it is similar to the united states marketed device c01a (kyphon hv-r bone cement - us) with 510k(#) k041584. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.